Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had intermittent sound. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #3: date of submission 08/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/11/2016 with the following findings: at piezo activation the pump audio measured at within the expected range. No defects were found to the piezo. The pump's vibration feature was not operational. When connected to an external power supply, the vibration motor worked fine. The issue was attributed to a vibration motor alignment failure. The battery compartment was found to be cracked. The audio bolus button was damaged but the button was still responsive. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
This report is being submitted at the request of the FDA as it was determined that a follow up report in the sequence of this MFR number was missing. This report is being submitted to fill in that missing follow up number.

Manufacturer narrative:
This report is being submitted at the request of the FDA as it was determined that a follow up report in the sequence of this MFR number was missing. This report is being submitted to fill in that missing follow up number.